Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 4592-45 implantable pacing lead (B)(6) 1999; yrbr2615165 abdominal stent graft (B)(6) 2001; yrec1655 abdominal stent graft (B)(6) 2001; yrir15115 abdominal stent graft (B)(6) 2001. (B)(4).

Event description:
It was reported that when tested during a scheduled device change-out, the right ventricular (rv) and atrial leads had high pacing impedance and high threshold measurements. It was also reported that the atrial lead was not capturing. The rv and atrial leads were capped and replaced. No patient complications have been reported as a result of this event.